Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing broke off from the quick release while he was sleeping. The site location was at right side of the abdomen and the pump was located on the same side in relation to the site. The infusion had been in use for one day and the infusions were stored in a closet, not in humid conditions. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.